Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was pipeline failure to open, damage, and resistance. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) aneurysm with a max diameter of 12 mm and a 9 mm neck diameter. The landing zone was 3.5 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 180. The angiographic result post procedure was that the patient had three aneurysms in the right anterior circulation. One aneurysm, measuring 1 cm in the carotid artery, had previously been treated with coiling and recanalized; another, measuring 3 mm, was located in the middle cerebral artery; and a third, measuring 4.5 mm, was located in the m2 segment immediately after the bifurcation. The flow diverter was intended to treat the carotid aneurysm, but none of the four devices used opened properly. It was reported that target coils were placed in the carotid aneurysm using an sl-10 microcatheter. Subsequently, a headway 27 was positioned to deliver the first ped2-500-20. During the transition into the microcatheter, a click was heard, and the operator felt resistance while advancing the ped into the microcatheter. The stent was deployed in the middle cerebral artery with 80% advancement and 20% catheter retraction. The stent opened distally in a ¿broom¿ or ¿trumpet¿ shape; even after attempting to retract it several times, adjusting the advancement-to-deployment ratio, and deploying more than 50% of the stent, the flow diverter appeared to be damaged. They decided to remove it and implant another ped2-500-25 with a new headway 27 catheter. The same thing happened with the second ped as well. For the third pipeline, a ped2-500-25, a phenom 27 was used; as the stent passed through the microcatheter hub, no clicking sound was heard, and they felt less resistance, but upon deployment, the stent continued to take on a ¿broom¿ shape. It was removed, and a ped2-475-25 pipeline was inserted via a new phenom 27; once again, it did not open properly and appeared to be damaged distally. The procedure was completed using the derivo stent. There was catheter resistance in the hub, middle, proximal, and distal section of the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. There was no damage to the catheter or pushwire. There was failure to open in the distal section of the pipeline. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max 088 guide catheter, and a headway 27 microcatheter.